Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the retainer ring was loose. Customer blood glucose level unknown. Customer stated that insulin pump was not bumped or dropped. The device will be returned for analysis.

Manufacturer narrative:
Device received with partially broken off reservoir tube lip. Unable to perform displacement test and p-cap or reservoir will not lock properly due to damage to reservoir tube lip.